Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2017-01116. It was reported the patient's therapy was no longer effective. The patient was seen by the physician who recommended a stimulation holiday for one month. The patient requested the system be explanted.

Manufacturer narrative:
Updated UDI information.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2017-01116. It was reported the patient's leads were explanted.